Event description:
Additional information was received from the rep. It was reported that no collection was arranged as the ins would not be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins replaced had occurred, and the ins would be returned to the manufacturer. The rep needed to arrange collection of the ins from the hospital. No further complications were anticipated.

Event description:
Additional information was received from the rep. It was reported that the patient was reviewed in the clinic on (B)(6) 2019. Initially it was suggested that the lead was short circuiting which was causing the ins to drain. However, on (B)(6) 2019 the patient confirmed that only the ins was changed in february of 2018 and that the lead was not changed. Furthermore, x-ray confirmed that there was no lead migration/displacement which suggested that the ins could be faulty. The hcp listed the patient for battery replacement.

Manufacturer narrative:
Other relevant device(s) are: product ID 309328 lot# 0206151079, ubd: 2016-08-12, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a short circuit/very low impedance values. There were no symptoms as a result of the short circuit. The hcp was waiting for a date for the patient to come to the clinic to be reviewed. The cause of the short circuit was not known. It was noted that this information was confirmed with the physician/account.